Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to establish communication post an unrelated procedure. Troubleshooting was tried to no avail. As a result, surgical intervention may occur later to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2018. Therapy has been restored post operatively.